Event description:
It was reported that during follow-up, it was noted that there was a patient alert because the right ventricular lead high voltage impedances were high. There was a possible connection issue. The lead was revised and the device and lead remain in use. The patient is enrolled in the advance iii study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A patient alert for out of tolerance subthreshold lead impedance occurred on (B)(4) 2011 03:00:05. Weekly hv-lead impedance trend data shows high impedance for min and max defib active can on and svc defib impedance= 54 to 254 ohms range between (B)(4) 2010 and (B)(4) 2011.